Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient  wanted to know what to do with their external equipment from their previous implant. Pt said that they got a replacement in 2020 and that their new implant was the hs10 nevro. While reviewing information with the pt, the call disconnected. Pss called pt back but was unable to reach the pt. Pss left message to call ps back for further information regarding 97714 implant.